Manufacturer narrative:
The event was originally considered reportable; however, after further consideration, it has been deemed not reportable. No product malfunction and no patient consequences were reported. This event was due to user error. Additional information. Manufacturer's investigation conclusions: review of the reported event information and device history record documentation revealed no indication of a device/packaging related issue or user error regarding the use of non-expired individual components within an expired centrimag vad kit. Review of the device history record for centrimag vad kit, serial number (B)(6), confirmed that the use by date of the centrimag vad kit (earliest use by date of all the components contained in the kit) printed on the centrimag vad kit product label was 31may2019. However, it was confirmed that the use by dates of the centrimag blood pump, inlet and outlet cannulae, and tubing within the vad kit had not passed at the time these components were reportedly put into use on 05jul2019. The use by date of the tubing connectors within the vad kit was confirmed to be 31may2019. The tubing connectors were reportedly determined to be expired and were scrapped on 05jul2019. The centrimag vad IFU instructs the user to check the date and integrity of the sterile centrimag vad package, sterile cannulae, sterile tubing and connectors prior to use. In addition, this document warns not to use the centrimag vad if the ¿use before¿ date on the package has expired and warns that back-up components must always be available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the event occurred on the date of implant. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The surgical team reportedly opened an expired centrimag implant kit and used the blood pump, cannulas, and tubing that were not expired according to each product's individual expiration date. Cannula connectors that had individual expiration dates that had already passed were discarded and replaced. The manufacturer's representative advised the surgical team to discard the entire kit. No further information was provided.